Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as surgical damage . As per the investigation procedure, crease and encapsulation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional initially reported left side "rupture of the implant" and later reported left side "damage to breast implants, capsular contracture". It was clarified that "on the baker scale, contracture of the 3rd degree". The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, g1.

Event description:
Healthcare professional initially reported left side "rupture of the implant" and later reported left side "damage to breast implants, capsular contracture". It was clarified that "on the baker scale, contracture of the 3rd degree". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade iii.

Event description:
Healthcare professional initially reported left side "rupture of the implant" and later reported left side "damage to breast implants, capsular contracture". It was clarified that "on the baker scale, contracture of the 3rd degree". The device has been explanted and replaced.